Manufacturer narrative:
Correction: report type updated to reflect a malfunction as the issue was resolved without surgery.

Event description:
Additional information indicates that following troubleshooting attempts, the ipg was able to be recovered. Issue resolved.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report the device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that following an unrelated surgical procedure where the device was not placed into surgery mode, the ipg became unable to communicate with external devices. As a result, surgical intervention may be undertaken in the future.